Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon inserted a 12.6mm vicmo12.6 implantable collamer lens, -14.50 diopter, and the lens tore/broke during delivery into the eye. There was patient contact but no injury. Another same model lens was implanted and the problem was resolved. The reporter indicated the cause of the event was unknown.

Manufacturer narrative:
Additional information: device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Claim # (B)(4).